Manufacturer narrative:
Reference record (B)(4). The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2022, the patient was diagnosed with a stoma site infection and treated with keflex for 14 days. On an unknown date, the stoma site infection resolved. On (B)(6) 2022, the tubing was replaced.